Event description:
Healthcare professional reported right side "features ruptures inside the capsules, glandular-fatty weaving with a slight strengthening of the parenchyma, presence of subcapsular lines exceeding 6 cm and with signs of a keyhole, lumen of the implants numerous small fluid foci - salad oil sign, axillary lymph's nodes". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed an opening assessed as surgical damage. (Shell thickness was within specification). As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, g2, h3, h6.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional via company representative reported "features ruptures inside the capsules, glandular-fatty weaving with a slight strengthening of the parenchyma, presence of subcapsular lines exceeding 6 cm and with signs of a keyhole, lumen of the implants numerous small fluid foci - salad oil sign, axillary lymph's nodes". This record is for the right -side. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6.